Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insufflator presented not working buttons in the display panel and cannot control any type of flow mode (low, medium, high). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8,h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty flat cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel flow rate switches not working intermittently due to faulty flat cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a laparoscopic cholecystectomy therapeutic procedure.